Manufacturer narrative:
A worn nose cone was identified as the probable cause of the overheating reported; a worn nose cone can create rough operation causing friction which generated heat as observed in this device.

Event description:
The core impaction drill was sent for eval due to overheating. There was no pt involvement; no adverse event was associate with the device.